Manufacturer narrative:
Sc-2218-50 (B)(4). Device evaluation indicated that the complaint was confirmed. Visual and x-ray inspection found fractured cables on the clik x anchor site, 2 cm from the set screw mark. There were no cables exposed at the fracture site. The lead body gets kinked right after it exits the clik x anchor and it resulted in the reported complaint.

Event description:
A report was received that the patient was experiencing loss of stimulation and high impedances were noted after the fall. The patient underwent an explant procedure.